Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (health effect clinical code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 according to (B)(6), chief of perfusion, a cardiosave balloon pump console unexpectedly shut down around 4 a.m. While supporting a patient in the ICU. When asked if the rescue component was fully engaged to ensure battery charging, he was unsure. The team replaced the console and restarted therapy, but the patient soon reported severe chest pain (10/10), prompting discontinuation of balloon pump therapy. The hospital has sequestered the console and retained the balloon catheter for investigation. The product was returned with the membrane completely unfolded. Blood residue was found on the exterior of the iab and none was detected inside the inner lumen. The maquet sheath was returned over the catheter tubing, partially covering the rear seal, approximately 9.8 in/ 25cm from the iab tip. One significant kink was noted on the catheter tubing near the y fitting, about 3. 0in / 76.2cm from the iab tip. An additional kink was found on the inner lumen within the membrane, located 7.5in / 19cm from the tip. The three-way stopcock was also included for evaluation. An underwater leak test was performed on the balloon, catheter, y fitting, and extracorporeal tubing, with no leaks identified. The iab was placed on the cardiosave pump and a catheter restriction alarm was triggered. The catheter restriction alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The evaluation determined a catheter kink causing the reported problem, it is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limit in block e1 event site state is florida.

Event description:
It was reported that a cardiosave balloon pump console unexpectedly shut down while in use on a patient in the ICU. When asked whether the rescue component of the console was fully engaged to ensure battery charging, the response was uncertain. Following the shutdown, the team obtained a replacement console and resumed therapy. Shortly after therapy was re-initiated, the patient experienced severe chest pain rated 10/10. Based on this development, the decision was made to discontinue balloon pump therapy. The hospital has sequestered the affected balloon pump console and retained the balloon catheter for further investigation.